Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. And helix bent prevented helix's retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure was completed, the right ventricular (rv) lead had partially dislodged. The physician tried to reposition the lead, but the helix was indicated to be "stuck." The lead was explanted and replaced and a new lead was implanted. No patient complications have been reported as a result of this event.